Event description:
It was reported that a versacross rf wire was selected for use. During the procedure once crossing with the dilator, the sheath got lifted and could not be inserted into the body; pre-dilation had already been performed with 10f sheath. No radiofrequency had been delivered yet. No error was noted. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The reported allegation is confirmed for the damage to the sheath. Visual inspection of the sheath confirmed slight damage to the distal end. The complaint did not lead to the death, serious patient injury or serious deterioration in state of health of a patient, user, or other person. Device history record (DHR) review: the lot number associated with the sheath for kit lot 36818233 is: 36773838. There were no non-conformances the lot. There were rejects with the lot, however, no rejects indicated systemic issues that may have impacted the complaint. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described withing this complaint. No updates are required to the IFU as a result of this event. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Additional review is not required. The device has been returned to bsc for analysis and the allegation has been confirmed. The root cause cannot be determined with certainty based on the information available, and the conclusion code "cause linked to device but unable to trace more specifically" was therefore selected.

Event description:
It was reported that a versacross rf wire was selected for use. During the procedure once crossing with the dilator, the sheath got lifted and could not be inserted into the body; pre-dilation had already been performed with 10f sheath. No radiofrequency had been delivered yet. No error was noted. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.